Manufacturer narrative:
Patient information is unknown. Implant date is unknown. Explant date is unknown. (B)(6). A device history record review was requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that an explant surgery was performed for gonarthrosis on the lateral side of the proximal tibia on (B)(6) 2018. It was difficult to remove one screw from tomofix plate. Finally, without detaching from the plate, the surgeon explanted both the screw and the plate at one time. The surgery was completed within a 30-minute delay. There was no adverse consequence to the patient. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Part: part: 440.853s; lot: 9472700; manufacturing location: (B)(4); release to warehouse date: may 18, 2015; expiry date: may 01. 2025; lot 9472700 was manufactured from raw material lot 17989. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation selection investigation site: cq zuchwil selected flow: 2. Device interaction/functional visual inspection the returned locking screw is still jammed in one of the proximal plate holes of the tomofix¿ tibial head plate. Functional test / dimensional inspection: cannot be performed due to the damage incurred; however, dimensions were checked at the time of manufacturing with no issues documented. Drawing/specification review: not applicable as it concerns a known issue (technical difficulties during removal of lcp plates and locking screws) summary: the complaint condition is confirmed as the locking screw is still jammed in one of the proximal plate holes of the tomofix¿ tibial head plate. Both implants were manufactured according to the specifications (440.853s in may 2015; 413.350s in feb 2017). The investigation found no manufacturing related issues that would have contributed to this complaint. No definitive root cause could be determined. Multiple factors can lead to technical difficulties during removal of lcp plates with locking screws. These factors include, but are not limited to: wrong torque or angulation of the screw during insertion leading to cold-welding between the plate and the screw thread, or proteins which are forming a bond between the plate and screw thread. Some of these factors are patient specific factors or they depend on the proper care of the surgeon, and can thus not be investigated nor controlled by depuy synthes. Since not all of them can be investigated and excluded from the root cause analysis, no final statement about the cause of such issues during lcp plate removal can be made. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: labeled for single use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint for revision surgery issue is reported in (B)(4).